Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a peak blood glucose of 367 mg/dl and sustained out-of-range values for about two hours, and the device issued a high glucose alert; the event prompted a request for additional training on device use. Symptoms included no reported clinical manifestations. Outcomes included administration of water and oversight of exercise by the school nurse. Investigation included internal complaint review and case assessment. Investigation of this case revealed no device malfunction reported, no component failure identified, and cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.